Event description:
The manufacturer received information alleging a ventilator's volumes were low and the patient's blood oxygen saturation level decreased to 90%. There was no permanent harm to the patient reported. The manufacturer is currently investigating this event. A follow up report will be filed when the investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that allegedly had low volumes and the patient's blood oxygen saturation level decreased. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board and manifold were replaced to address the issues. The oxygen blending module board was replaced due to air flow sensors being out of tolerance.